Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that patient faced 3 infusion sets tubing detachment. Insertion site was abdomen. Location of detachment from cannula. Infusion set had been used for 1-2 days. No further information available.